Event description:
It was reported that the patient had been having issues with low flows that did not appear to be due to the usual suspects. The log file captured one low flow alarm and a few momentary low flow estimates that occurred when the calculated pulsatility index was elevated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient was discharged home.

Manufacturer narrative:
Section d5: operator of device corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review and the device remains in use. Review of the submitted log files confirmed the reported low flow alarms and pulsatility index (pi) events; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 19jun2025. The majority of the data consisted of pi events. Additionally, intermittent low flow faults and one subsequent low flow hazard alarm were captured throughout the log file when estimated flow decreased below the low flow alarm threshold. No other notable events or alarms were captured, and the system appeared to function as intended. The patient remains ongoing on heartmate 3 left ventricular assist device, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook, document are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 of the IFU states that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed.¿ if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Chapter 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system alarm conditions as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was a biodebris buildup around the proximal outflow graft. Per computed tomography, the surgeon was to perform no intervention for the time being. The speed was increased to 5500rpm and the low flow alarms resolved. The patient did not have any symptoms at the time of the low flows.